Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: promus premier ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end and mid-section of the stent were damaged and stretched in a proximal direction over the proximal markerband along the shaft polymer extrusion. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained between a 45 and 95 degree bend. A 24 x 2.75mm promus premier drug eluting stent was advanced for treatment; however, it was noted that the proximal stent edge was distorted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained between a 45 and 95 degree bend. A 24 x 2.75mm promus premier drug eluting stent was advanced for treatment; however, it was noted that the proximal stent edge was distorted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.